Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on the date of the complaint, the patient had blood glucose (bg) reading of 556 mg/dl with moderate level of ketones, extreme drowsiness and generally not feeling well due to a time/date reset issue. It was reported that the patient was treated with intravenous fluids by health care professionals at the emergency room. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer support reviewed the time/date reset issue with the reporter and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery and when a new battery was inserted the pump displays the default date and time settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient experienced serious hypoglycemia. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.